Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no non-conforming reports or capas that were confirmed in veeva to be associated. B3: estimated date.

Event description:
According to the available information, the device was explanted & replaced due to a tubing cut [fracture] at the pump in front of the strain relief.